Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged from its implant position in the heart due to a device migration and the fact the ra lead was not properly fixated to the heart. Surgical intervention was performed and the rv lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.